Manufacturer narrative:
(B)(4)

Event description:
It was reported that the system was explanted due to an infection. The patient expired during the extraction. There was no allegation that suggests the infection was due to the device or leads. No further information is available.